Event description:
The ICD involved in this MDR was implanted on (B)(6) 2008. Reportedly, high impedance readings and/or open continuity warning messages have been observed regularly upon different follow-ups since (B)(6) 2008. The physician reported that upon scheduled follow-up on (B)(6) 2010, he observed high ventricular lead impedance and open continuity (rv / svc coils), depending on the programmed v pacing amplitude. Impedance readings were within specifications (rv pacing impedance <3000 ohms and continuity=normal) when v pacing impedance was set to 7v. Reportedly, during last f/u, the svc continuity was still "open", even with v pacing output programmed to 7v. Pacing thresholds were always stable (0,5v - 0,75v). Recommendations were sent: add'l tests / exams should be performed. If a ventricular lead issue was confirmed, a revision of the system would have to be evaluated.

Manufacturer narrative:
11/18/2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.